Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope wasn't taking pictures. The issue occurred during sedation while the device was inside the patient for sedation for an upper gastrointestinal diagnostic endoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.